Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleaks.

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment for an aortic arch aneurysm measuring 55 mm in diameter and was therefore treated with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2018, follow-up computed tomography identified a type ii endoleak of the patient¿s left pre-vertebral subclavian artery. On (B)(6) 2018, the artery was occluded.